Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2017-aug-03 reported this was the fourth pump that has had an issue in the last 2 months. It was noted that those all had been reported. It was stated at least two of the pumps that had issues were related to the battery performance field action. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving hydromorphone 20mg/ml with an unknown (stalled) total dose via an implantable pump for spinal pain. It was reported a motor stall was seen at initial interrogation and patient did not recently have a magnetic resonance imaging (MRI). Pump status and/or event log reported a motor stall occurred and was active. The logs revealed a stall yesterday ((B)(6) 2017) at 3:19pm. On (B)(6) 2017 the patient was presenting with some symptoms of underdose, but they stated they will be able to help the patient with those symptoms today ((B)(6) 2017) until the pump can be replaced. It was confirmed there were no electromagnetic (emi)/magnetic sources present. The following motor stall considerations were reviewed: silence audible alarms, consider pump replacement, consider programming to minimum rate, cover patient with non-pump medication, and if explanted/replaced return pump to manufacturer for analysis was recommended. It was noted that the pump does not fall under the battery performance field action. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.